Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that use of the zimmer ambulatory pain pump led to cartilage and tissue damage. It manifested as pain, weakness, decreased range of motion and a "grinding, popping and clicking" sound in a patient' left shoulder joint following surgery to repair a labral tear. Three years after this surgery, the patient became aware of the cartilage damage and was diagnosed with "relatively impressive degenerative changes of the humeral head with narrowing of the joint space." Following this diagnosis, the patient had shoulder replacement surgery. No further information was provided.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.